Event description:
A customer reported six knives were observed to be dull during surgery. Alternate knives were used to complete each procedure without harm to the pt. All of the knives were discarded.

Manufacturer narrative:
No sample were returned for eval; therefore, the condition of the product could not be verified. The device history records (DHR) for the two possible lots (897090m and 892320m) were reviewed. Functional penetration test valve for the lots met spec. No abnormalities that could have contributed to a dull knife were found during the DHR reviews and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record reviews, the root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reused, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).